Event description:
It was reported the pt had the system removed a few months ago due to infection. No other symptoms or outcome were reported. Additional info has been requested from hcp, but was not available on the date of the report.